Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred during the afternoon of (B)(6) 2016, but could not provide any specific details regarding the results which were obtained which were allegedly inaccurate. The patient manages their diabetes with unspecified dosages of "glipizide and glucophage" and did not claim to have made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they did not develop any symptoms as a result of the alleged product issue but self-treated by consuming additional food and/or drink at 1am on (B)(6) 2016. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was also being used. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.